Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and friable leaflets for a mitraclip procedure. During the procedure, mitraclip was implanted. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet. Mr was grade 4 after slda. On (B)(6) 2026, mitral valve surgery was performed.